Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 1 patient who is pregnant tested for human chorionic gonadotropin, stat (short turn around time) - hcg stat. The erroneous results were reported outside of the laboratory. The initial hcg stat result was >10000 miu/ml. The sample was repeated 3 times with results of 7.16 miu/ml, 7.89 miu/ml and 8.67 miu/ml. The result of 8.67 miu/ml was reported outside of the laboratory. On (B)(6) 2015 a new sample was obtained and the initial hcg stat result was >10000 miu/ml. The repeat result after performing a 1:100 dilution was 15121 miu/ml. A third result of 621 miu/ml was not measured but was defined manually by the laboratory because they noticed the difference between the results from (B)(6) 2015. The result of 621 miu/ml was reported outside of the laboratory as a "positive" result. No adverse event occurred. The hcg stat reagent lot number was 179277. The expiration date was not provided. Preventative maintenance was performed on 03/19/2015. The last liquid flow cleaning was on 07/27/2015 (after the incident occurred). It is noted that the measuring cell count was high and a measuring cell change is overdue. It was noted that the humidity in the laboratory is not monitored. The last calibration prior to the incident was 05/26/2015 and the signals were lower than expected. Quality controls were acceptable. The sample tube the customer used has a target volume of 10 ml, however, the customer used 4 ml volume. Based on the available data, a specific root cause could not be identified. A general reagent issue is not likely. Possible root causes may be related to pre-analytics (low sample volume) or a temporary instrument issue (measuring cell change overdue).